Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated the event date (rfb). Updated the initial reporter information. Updated the reporting institution name and reporting address.